Manufacturer narrative:
(B)(4).

Event description:
They were unable to aspirate fluid with a sideport tap. The patient had no signs or symptoms. Additional information has been requested. A follow-up report will be sent if additional information becomes available.